Manufacturer narrative:
D4 - UDI number is not required for this product code. E1-(B)(6). The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the niti core wire and coil had been fractured at the distal end, where the unraveled coil had gotten tangled complicatedly. It was found to be impossible to release the tangle. Magnifying inspection of the distal segment of the niti core wire found that it had been flexed. The length of the niti core wire located inside the coil was measured and found to have become shorter than that of the current product sample by approximately 40mm. (=40mm in length is missing.) The outside diameter of the niti core wire was measured on the segment adjacent to the fracture end and confirmed to be equivalent to that of the current product sample. Length of the portion located inside the coil: actual device: approximately 210mm. Current product sample: approximately 250mm. Outside diameter: actual device: approximately150 um. Current product sample: approximately150 um. Magnifying inspection of the coil found that it had been unraveled on the segment from the distal fracture end to the joint of the stainless steel coil and the nito core wire. Sem-edx elementary analysis of the fracture end of the coil revealed the fracture had occurred on the stainless steel coil. From this it is likely that the total length of the platinum coil segment (=radiopaque marker) and a partial segment of the stainless steel coil were separated from the main body of the device. The complicated tangle of the wire prevented the length of the fractured stainless steel coil from being determined. Electron microscopic inspection of the fracture of the coil revealed that the outside diameter had been diminished toward the fracture end with the generation of the dimple pattern (a scale-like pattern). Based on our experimental knowledge, it is known that the dimple pattern appears on the fracture cross section of a metallic material when it has gotten fractured by the concentrated stress caused by excessive force. The outside diameter of the coil of the actual device was measured on the segment adjacent to the fracture. It was found to be equivalent to that of the stainless steel coil of the current product sample. Measurement result: stainless steel coil: outside diameter: actual device: approximately 30 um (measured at a point adjacent to the fracture) current product sample: approximatley30 um. Electron microscopic inspection of the fracture cross-section of the niti core wire revealed that it was almost flat with the generation of the dimple pattern on the 3/4 of the total area and radial pattern on the 1/4 of the total area. There was no deformation into a flexed shape or diminishment in the outside diameter toward the fracture end. Functional testing was conducted on a current runthrough ns sample: a current runthrough ns sample was inserted into a phantom blood vessel and a stainless steel segment was trapped with forceps over the phantom blood vessel. (Simulation of the situation of a device being trapped in a stenosed lesion). Subsequently the runthrough ns was subjected to repetitive bending force till the niti core wire became fractured. Subsequently the runthrough ns was subjected to after the above tests, each fracture cross-section was inspected under magnification and electron microscope. Repetitive bending force: the runthrough ns sample was trapped on the stainless steel segment at approximately 35mm from the distal end of the device at the ostial of the branch vessel side of the bifurcation. In this state the runthrough ns was pushed forward and pulled back repetitively. As the result, the runthrough ns was subjected to repetitive bending force at the bifurcation and the niti core wire became fractured. The fracture cross-section was noted to be almost flat with the generation of the dimple pattern on the 3/4 of the total area and radial pattern on the 1/4 of the total area. There was no deformation into a flexed shape or diminishment in the outside diameter toward the fracture end. The nature of the damage was found to be similar to that seen on the actual sample. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely that the stainless steel coil segment of the actual sample inserted in d1 as a protection wire was trapped by a hard object, including a calcified segment in the lesion in d1. Subsequently, in attempts to release the trap, the actual sample was subjected to repetitive bending force. Due to this, the niti core wire located inside the stainless steel coil got fractured at approximately 40mm from the distal end of the device. During the subsequent withdrawal manipulation, the stainless steel coil became unraveled and finally fractured. From the available information, however, the definitive cause cannot be determined. A review of the device history record and the shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint record found no other report of this nature with the involved product/lot number combination. There was no discrepancy in the result of the distal end fracture strength test. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and /or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the device fractured during a procedure. Follow up communication with the user facility confirmed the following information: in pci during placement of a stent the actual device was used as a protection wire in the collateral; the patient had calcified lesions in the lad main and #9; with the left coronary engaged with a hyperion, a sion blue was inserted into the lad main; a xt-r was inserted in the collateral d1 #9; it was exchanged to the actual device; #6 and #7 in lad were pre-dilated with a competitor's balloon catheter and stented with a synergy3.0 - 32 mm and a synergy3.0-28 mm; subsequently, an attempt was made to withdraw the actual device from d1 for exchange; resistance was felt and the actual device was found to have been unraveled on the segment proximal to the radiopaque marker at the position closer to d1 than to the stented segment; the actual device was withdrawn from the patient and found to have been fractured on the distal segment, including the radiopaque marker; and the fractured and separated distal portion of the actual device remained deep in d1.